Event description:
It was reported that during a cardiac ablation procedure using the sheath, there was an alleged product issue of air ingress to the sheath during catheter exchanges. The physician noted that when using this sheath with the pulseselect catheter and a non-medtronic grid catheter, the valve appeared to become somewhat incompetent, allowing for air ingress. The physician always aspirated the sheath after catheter removal and observed more bubbles during aspiration compared to competitor sheaths. The patient was under general anesthesia, and the case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.